Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen is not responsive, after many calibration tests. There was no visible damage. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.